Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter (unknown). The complaint was classified based on customer service representative (csr) documentation. The patient reported, he first became aware of the meter issue at 4.35 am, on (B)(6) 2018, he alleged that he obtained an alleged inaccurately high blood glucose result of ¿177 mg/dl¿ on the subject meter compared to ¿61 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient was not willing to state how he manages his diabetes or if he made any changes to his normal diabetes management regimen. He reported that at an unknown time after the meter issue began he developed symptoms of ¿shaky and sweaty¿. The patient was unable to confirm if he required or received any treatment in response to the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.